Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Maude event report (B)(4) reported: "volun (B)(6) 2014: I received my hip implant in (B)(6) of 2005 and a couple of months later it started to squeak and then in 2008 it dislocated once, then started to get infected. I had two surgeries to clean it out and it still got infected so in 2013 the drs said it had to come out, so they took it out in (B)(6) 2013 and put a new one in (B)(6) 2013."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident psl ha cluster 48mm was reported. The event was confirmed. The reported dislocation and squeaking were not confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿there is no evidence that the chronic periprosthetic infection in this case, eventually managed by successful two-stage reimplantation, was related to the well-fixed components revised at the first stage surgery.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. A review of the provided medical records by a clinical consultant, ¿there is no evidence that the chronic periprosthetic infection in this case, eventually managed by successful two-stage reimplantation, was related to the well-fixed components revised at the first stage surgery.¿ further information such as pathology reports are needed to complete the investigation for determining the root cause. The following other devices were added to this report: trident alumina insert; cat# 625-0t-28d; lot# u6272501 6.5 cancellous bone screw 50mm; cat# 2030-6550-1; lot# 26469601. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# 75304901. Accolade plus tmzf hip stem #1; cat# 6021-0130; lot# 10020603. Lot# 28mm 0mm v40 alumina head; cat# 6260-7-128; 4101803. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Maude event report mw5034251 reported: "volun 12-feb-2014: I received my hip implant in (B)(6) of 2005 and a couple of months later it started to squeak and then in 2008 it dislocated once, then started to get infected. I had two surgeries to clean it out and it still got infected so in 2013 the drs said it had to come out, so they took it out in (B)(6) 2013 and put a new one in (B)(6) 2013."